Manufacturer narrative:
(B)(4). Customer states they are getting error 01000. No report of pt involvement.

Event description:
The customer states they are getting error 01000. No report of pt involvement.